Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that starting about a week ago the pt kept getting the message no device found and when they attempted to charge their implant they would get to a screen where it's trying to charge the implant but it's going to the percentage of low or high (ps understood pt would go through passive recharge mode). Pt would go through passive recharge mode then get no device found again. Pt kept on trying and sometimes pt would be able to charge the implant for 4 or 5 minutes then the screen would say lose connection and pt would have to start the process all over again. Pt thought their paddle was going out. During call pt verified there was no damage to the recharger (rtm) and when asked if the rtm got warmer pt said no but the antenna got warm. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a recharger antenna failure; the "poor recharge quality" message was noted. The insulation was pulling out of the recharger donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.